Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data for the described event date of 07/12/2024 were unable to be reviewed, as device engineering log data is incomplete and only includes partial data. No evidence of device malfunction was found in the available engineering logs. During this period, the ilet was behaving as intended by reacting appropriately to cgm glucose values and appropriately triggering device and cgm glucose alerts. Without data for the reported event date, performance of the device during the event cannot be evaluated. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without the complete device data for the reported event date, device performance during that time is unable to be evaluated and an exact assignable cause cannot be determined. However, based on the case notes, it is suspected that the user may have taken additional insulin via injection while wearing the ilet which would have resulted in excess insulin in the body and likely severe hypoglycemia.

Event description:
On 07/16/2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 07/12/2024. On 07/18/2024 a beta bionics customer care agent followed up with the user about the event. The user has a history of memory issues, as noted during training, and had previously used insulin pens for many years. On (B)(6) 2024, the user was found nonresponsive and "foaming at the mouth" by their daughter, who called 911. The user was transported to the hospital and released after 7 hours. The daughter suspects the user may have taken insulin from their pen in addition to using the ilet. The user has been taken off the ilet and returned to injections. The user has significant memory loss and does not remember being on the pump. The user was unable to provide detailed information about their bg levels or the event and declined to sync ilet data logs. The user reported feeling fatigued but does not recall if they were running low or high during the event.